Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for hyperglycemia. The customer stated that the doctor had informed her that she was fine but that she had insisted on being admitted. The customer also stated that she did not have any alarm for the blood glucose reminder. It was explained to the customer how to set alerts and their duration. The customer stated that she noted an air bubble in the tubing and that she fills her reservoir with cold insulin. The customer then stated that she has dropped her insulin pump and sees some scratches on the screen. The customer further stated that she had received a battery out limit alarm after not using the insulin pump for four months. The alarm was explained to the customer. Nothing further was reported.